Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a skin reaction that occurred on (B)(6) 2016. The sensor was inserted into the thigh on (B)(6) 2016. Patient described the reaction as itching, red, bumpy and in the shape of the sensor. Reaction was located at the thigh. Patient treated the affected area with hydrocortisone 2.5% which was prescribed on (B)(6) 2015, as well as flonase and IV 3000. No additional event or patient information was provided. Patient inserted the sensor into the thigh. The dexcom g4 platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).